Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead was performed.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with information indicating the patient is deceased and the cause of death as sepsis. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately seven years after device system implanted. Additional circumstances related to the death and cause of sepsis were requested and are not available.

Event description:
Additional information was received. Per the death certificate, secondary causes and/or contributing factors related to the sepsis was listed as: urinary tract infection and aspiration pneumonia, cerebral vascular accident.

Manufacturer narrative:
No eval explain code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.